Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed blood intrusion past the pim into the safety disk and a small blood pool at the landing of the pim area. No intrusion was detected in the drive manifold assembly. To fix the issue, the fse replaced the pneumatic module assembly, cleaned residual blood from inside unit, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed blood intrusion past the pim into the safety disk and a small blood pool at the landing of the pim area. No intrusion was detected in the drive manifold assembly. To fix the issue, the fse replaced the pneumatic module assembly, cleaned residual blood from inside unit, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed blood intrusion past the pin into the safety disk and a small blood pool at the landing of the pim area. No intrusion was detected in the drive manifold assembly. To fix the issue, the fse replaced the pneumatic module assembly (0997-00-1178), cleaned residual blood from inside unit, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.